Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald¿ syringe with needle there was an issue with a cracked barrel. It was stated ¿the incident occurred in the hemodynamics sector during blood collection. Collection is usually done on the jugular or femoral. The syringe is attached to the catheter of hemodynamics (deep catheter) and that the pressure applied is little higher than in other blood collect, because these veins are larger, mainly with the use of contrast, but not enough to explode the syringe. Informs other similar cases occurred before.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Samples/ photos analysis: the image sent by the customer was verified and it was possible observe barrel cracked. DHR review: the batch record was verified and the manufacturing date for this batch was july 18th to 21th, 2017. The process inspections were performed at proper frequency and no records of this defect were found. Qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record that could related to defect were observed. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. The image sent by the customer was verified and it was possible observe barrel cracked. According the process failure analysis the potential causes for the problem are: barrel jam at feeder system at assembly machine / a syringe jam on assembly machine system / failure at feeder system at packaging machine. These potential failures causing the damaged at syringe barrel and the breakage during the usage.